Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support on 2018-06-12 of experiencing unspecified complications with the liberty select on or about (B)(6) 2018. The patient indicated that when removing the cassette a fluid leak was observed in the cassette door. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient indicated that treatment would be performed using continuous ambulatory peritoneal dialysis. Additional information was solicited. The cycler was replaced.

Event description:
"."

Manufacturer narrative:
The reported complaint symptom ¿fluid leaking¿ was not confirmed. Based on patient data treatment the reported complaint symptom - operation questions was confirmed. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A visual inspection of the returned cycler exterior showed no sign of physical damage. The initial simulated treatment was performed, failed with a scale failure. After adjusting the load cell position the load cell value and verification was within tolerance. Passed mushroom head check. Test positive for glucose. The voltage check passed. Plant investigation: a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.